Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise over sensing and impedance issues. The old pacemaker was explanted due to therapy upgrade. No additional adverse patient effects were reported.